Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus / migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("allergy nickel"), hypersensitivity ("hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash condition"), female sexual dysfunction ("apareunia"), skin disorder ("skin condition"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems : vaginal infection"), gastrointestinal disorder ("other injuries/symptoms : gi conditions"), headache ("other injuries/symptoms : headaches"), nausea ("other injuries/symptoms : nausea") and arthralgia (""other" please describe - chronic left hip pain") and was found to have weight decreased ("other injuries/symptoms : weight loss") and weight increased ("other injuries/symptoms : weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, hypersensitivity, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, rash, female sexual dysfunction, skin disorder, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, weight decreased, gastrointestinal disorder, headache, nausea, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain¸ abdominal pain, back pain, menorrhagia, heart disorder, heart disorder, general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, chronic left hip pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013: essure confirmation test (unspecified) was performed, however, results were not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event of injury was updated to pelvic pain. New events added - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia, heart disorder, heart disorder, general abnormal bleeding, allergy nickel, rash condition, skin condition, hypersensitivity, migration, uterine perforation, bladder problems, urinary tract disorder, bladder infection, uti, vaginal infection, vaginal discharge, gi conditions, headaches, nausea, weight gain, weight loss, chronic left hip pain. Reporter information, date of birth, essure insertion date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.